Event description:
It was reported that a pt underwent surgery for acute traumatic tibial plateau fracture using rhbmp-2/acs. At an unk time after surgery, the pt developed heterotopic bone growth. No med intervention was reported.

Manufacturer narrative:
(B) (4). Products from multiple mfrs were implanted during the procedure. Although it is unk if any of devices contributed to the reported event, we are filling this MDR for notification purposes. Nether the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.